Event description:
It was reported that the atrial lead triggered a lead warning for low impedance which caused a polarity switch. There were some atrial high rates with fast intervals that appeared to be noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4024-52 lead implanted: 1996 (B)(6). (B)(4).